Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Additional information received from the field representative that there was no infection confirmed, however the patient was scratching and picking out the device. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.